Manufacturer narrative:
The complaint investigation for positive results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 23427ui01 was evaluated using worldwide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 23427ui01 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 23427ui01 was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer believes there has been an increase in the number of positive architect stat high sensitive troponin-I results. No results have been questioned by a patient or physician. The positivity rate was calculated to be 4%. Medical histories were reviewed and there has recently been more physical examination patients around 75 years of age. The assay was recalibrated and sample comparisons were performed, and the results were consistent. No specific patient results were provided. There was no report of any positive results that retested negative. It was communicated to the customer that any type of myocardial injury can cause troponin-I elevation and since recent patients have been relatively elderly, there was a greater likelihood of myocardial injury. No adverse impact to patient management was reported.